Event description:
It was reported that routine diagnostic testing resulted in high lead impedance. X-rays were reviewed by the manufacturer and a lead discontinuity was identified. No patient manipulation or trauma was reported that could have contributed to the lead fracture. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.